Event description:
It was reported that there was an event of right ventricular (rv) lead oversensing noise when the patient presented for their lead revision on (B)(6) 2025. The right ventricular (rv) lead was capped and replaced successfully. The patient was stable.